Event description:
The customer reported that the spring arm from the light system detached from the central axis. It did not fall down. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
During a visit to the customer, a field service engineer identified that one spring arm was out of position (detached). The fse re-installed the snap ring and adjusted the brake. Functional tests were performed and the device is functioning as designed post repair. Based on this, no further actions are necessary.